Manufacturer narrative:
Product complaint # (b)(40. H6. Component code: g07002. Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? Yes and was easily found and retrieved. Was the needle pieces retrieved during the same procedure? Yes. What tissue structure the broken needle was located? Not reported. Were x-rays taken to locate the needle pieces? No, not needed. What measures were taken to retrieve the broken piece? Retrieved with needle driver. Was there any additional tissue damage as a result of searching for the needle piece? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast augmentation procedure (B)(6) 2023 and suture was used. The needle broke. The needle was retrieved. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.